Event description:
At the end of the case, the knee was noted swollen. Patient was taken back to surgery for a decompression treatment (shallow cut). During follow up, scrub tech stated the knee looked normal. Patient was released after two days. Tubing used was not returned. This device is used for treatment.

Manufacturer narrative:
Device has been sent to manufacturer for evaluation. A follow up report will be submitted upon completion of the investigation.